Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up at the clinic, atrial and ventricular lead noise was observed. The atrial lead noise was noted via ams (auto mode switch) episodes. The ventricular lead noise had occurred previously as noted in the device and the sensitivity was increased. The lead noise was reproducible via isometric testing. Programming changes were discussed with the physician. The patient had no atrial underlying rhythm in the clinic and was stable. Related manufacturer reference number: 2938836-2019-14338.